Event description:
The customer observed error code 1007 (unable to process test, activated read failure) generated from the architect i2000 analyzer, with reaction vessel lot 69060p100. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultramini meter would not power on. The pt indicated that the alleged meter issue started on the day of event at an unspecified time. At 7:50 am that same day, the pt took his usual dose of 25 units of humalog insulin. Four hours after the alleged issues began, the pt claimed that he developed symptoms of sweating. It would have been helpful to know the following info: the pt's testing frequency, his medication and diabetes management regimens, what time the alleged meter issue began, and what actions the pt took before the after the symptoms developed. The pt did not have a replacement battery for troubleshooting the alleged meter issue. The test strips and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.